Manufacturer narrative:
Age at time of event - over the age of (B)(6).

Event description:
It was reported that guidewire entrapment occurred. A rotapro 1.25mm and rotawire was selected for use for a percutaneous coronary intervention (pci) procedure in the left circumflex artery (lcx). The target lesion was 99% stenosed, severely tortuous and calcified. An unusual noise was heard when attempting to utilize dynaglide mode for rotapro removal. Rotation was ceased. The rotapro and rotawire were removed entirety, though resistance was felt upon removal of the rotapro. It was observed that the burr of the rotapro was not moving as it was detached. The rotapro and detached burr were pulled to the guiding catheter along with the rotawire. The both devices and the detached burr were completely withdrawn through the guiding catheter leaving no fragments within the patient. It was noted that the rotawire may have been damaged. After the rotapro and rotawire removal, ivus was performed. It was observed that a non-bsc stent located in the left main trunk to left anterior descending artery had proximal stent damage and the ivus was difficult to remove. The patient was stable post procedure with no patient complications.

Manufacturer narrative:
A2: age at time of event - over the age of 18 years old. Device evaluated by manufacturer: returned product consisted of the rotawire ic. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 1161cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire. Product analysis confirmed the reported event, as the rotawire was kinked and could not be reinserted into the returned rotapro device.

Event description:
It was reported that guidewire entrapment occurred. A rotapro 1.25mm and rotawire was selected for use for a percutaneous coronary intervention (pci) procedure in the left circumflex artery (lcx). The target lesion was 99% stenosed, severely tortuous and calcified. An unusual noise was heard when attempting to utilize dynaglide mode for rotapro removal. Rotation was ceased. The rotapro and rotawire were removed entirety, though resistance was felt upon removal of the rotapro. It was observed that the burr of the rotapro was not moving as it was detached. The rotapro and detached burr were pulled to the guiding catheter along with the rotawire. The both devices and the detached burr were completely withdrawn through the guiding catheter leaving no fragments within the patient. It was noted that the rotawire may have been damaged. After the rotapro and rotawire removal, ivus was performed. It was observed that a non-bsc stent located in the left main trunk to left anterior descending artery had proximal stent damage and the ivus was difficult to remove. The patient was stable post procedure with no patient complications.